Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, reservoir tube cracked, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value was 168 mg/dl. Nothing further reported.